Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellvista1000 had alarm 316 - "blower failure". Issue happened prior patient use. No patient involvement.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause is not determinable. Most likely the blower driving hw on the main board is causing the failure as the issue unresolved with a known good blower.